Event description:
There was an allegation of questionable k (potassium) electode results for several patient samples tested on a cobas 8000 ise 900 module. The following example results for one patient sample were provided: the initial result was 6.81 mmol/l. The first repeat result was 5.56 mmol/l. The second repeat result was flagged. The third repeat result was 6.09 mmol/l. The third repeat result was deemed correct based on the patient's clinical history.

Manufacturer narrative:
The electrode lot number was requested but was not provided. The investigation is ongoing.

Manufacturer narrative:
A review of the alarm trace revealed several abnormal aspiration (sample probe) alarms. The field service engineer (fse) replaced the sipper nozzle, the vacuum nozzle, and a bent sample probe. Following the fse intervention, no further issues were reported. The investigation determined that the issue was most probably caused by pre-analytical factors; the customer was using a very short centrifugation time and insufficient immediate inversion of the lithium heparin tubes after blood withdrawal, which allowed fibrin microclots to form and entrap platelets containing potassium. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.